Event description:
Information received indicates the hi/low function is drifting on the bed.

Manufacturer narrative:
Technical support instructed the account to clean the hi/low drive brake assembly. Repairs have not been completed.